Manufacturer narrative:
Uterine perforation questionnaire received on 09-feb-2016 essure was inserted on 22-jun-2010 in a postpartum state (last delivery was on (B)(6) 2010). She was not breastfeeding at time of procedure. Cervical dilation and IV sedation were used. Visualization of tubal ostium and insertion were considered easy. Fluid loss was less than 1500cc and procedure did not take more than 20 minutes. It was reported that she bled for previous months before insertion. On (B)(6) 2010, hsg (hysterosalpingogram) was done and bilateral occlusion was confirmed. On an unspecified date, correct position of coils was diagnosed. At check-up she presented with bleeding. On (B)(6) 2010 she had an ablation. On (B)(6) 2010 she had a leep. On (B)(6) 2013, lavh (laparoscopic assisted vaginal hysterectomy) was done and essure was removed due to pain. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced constant pelvic pain, tubes were severely inflamed and bleeding (interpreted as genital bleeding). It was reported that coils were correctly positioned. Therefore, the previous reported event right coil has migrated some place else was deleted. These events are serious and listed in the reference safety information for essure. In this case, a lavh (laparoscopic assisted vaginal hysterectomy) was done and essure was removed due to pain. Considering the nature of the events pelvic pain and bleeding, causality cannot be excluded. With regards to the other event, since temporal relationship is negative, causality can be excluded. This case was regarded as incident since surgical intervention was performed. Based on the available information there is no reason to suspect quality defect. No further information is expected.

Manufacturer narrative:
Follow-up received on 29-apr-2016: uterine/tubal perforation with essure questionnaire was received. Information received from physician states that a (B)(6) female patient who has as previous pregnancies gravida 2, para 2 and no abortions, ectopics or c-sections; had essure model number ess305) inserted on (B)(6) 2010. Patient last delivery was on (B)(6) 2010 (not c-section) and, according to health care professional; patient had her menstrual period in the month before insertion. She was not breast-feeding at the moment of procedure. According to health care professional, there were no abnormal uterine findings prior to insertion. Cervical dilatation and analgesia with valium, percocet and toradol were applied during insertion. Physician considered the insertion easy as well as the visualization of tubal ostia. There was no fluid loss more than 1500cc during procedure and it did not take more than 20 minutes. There were no complaints immediately after insertion. On (B)(6) 2010, hysterosalpingogram was performed and confirmed bilateral occlusion. Insert on right and left were in correct position and no perforation occurred. In addition, physician informed that patient presented abdominal pain and essure was removed with hysterectomy. Essure device removal method: laparoscopic. There were no pathology results, signs of infection or inflammation. Patient has recovered. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced constant pelvic pain, abdominal pain, tubes were severely inflamed and bleeding (interpreted as genital bleeding). It was reported that coils were correctly positioned. Therefore, the previous reported event right coil has migrated some place else was deleted. These events are serious and listed in the reference safety information for essure. In this case, a lavh (laparoscopic assisted vaginal hysterectomy) was done and essure was removed due to pain. It was reported that no perforation occurred. Considering the nature of the events pelvic pain and bleeding, causality cannot be excluded. With regards to the other event, since temporal relationship is negative, causality can be excluded. This case was regarded as incident since surgical intervention was performed. Based on the available information there is no reason to suspect quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Essure was implanted 3 months after the consumer's last delivery. Months after insertion, she started experiencing extreme lower back pain, constant pelvic pain, loss of hair, swollen ankles, depression, fatigue, large amounts of fluid in the uterus, numbness of hands and feet, insomnia, headaches, moodiness, and swollen abdomen. Her uterus kept filling up with fluid and she had to have it drained every 3 months her physician explained this as active chronic endocervicitis with squamous metaplasia, uterus was somewhat boggy, left ovary had some cysts and pelvic pain particularly on left side for several months. On (B)(6) 2013 the pt was hospitalized for hysterectomy and salpingectomy. Essure removal was medically necessary. During surgery, essure was found in the tubes and it was intact. Pathology results showed that the tubes were severly inflamed and her uterus had adenomyosis. All symptoms went away after she recovered from the hysterectomy.